Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date it was noted that there were measurement errors of at least 10mm occur when the device is used. This led to the use of locking screws that were too short. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. A wrong component (head piece) had been mounted in it which is only used in measuring tools (B)(4) and is also 15mm shorter than the original headpiece. Moreover, the positioning of the central stick on this headpiece does not match the position slots in the handle sleeve, which explains why the central stick is also wrongly positioned. The conclusion is that these components have been changed by the user. Since 2004, the individual components have been marked in order to avoid all exchanges.